Event description:
The nurse said that she armed the bed exit system, but when patient got out of bed the bed exit did not place a nurse call.

Manufacturer narrative:
The facilities maintenance replaced the sidecom board to repair the bed.